Event description:
Procedure type: sleeve gastrectomy. According to the reporter: the customer reports that the instrument damaged the membrane with liberation of the mucous membrane during stapling of the greater stomach curvature when using 2 x 45 mm violet sulus. It happened during the furst two staple applications of the lower part; change of device and reinforcement of the staple line with running stitches. There was unanticipated blood loss of more than 250 cc and surgical time was extended by more than 30 minutes due to the product problem.

Manufacturer narrative:
(B)(4).